Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted if add'l info becomes available.

Event description:
It was reported that the cardioplegia pump and one suction pump had a delay stop. No pt effect reported. Internal reference: (B)(4).